Event description:
While performing skin closure during surgical repair of fracture/dislocation of left hallux, suture needle tip, approx. 1/16" long, noted to be broken off and missing. X-ray negative for presence of foreign body.